Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Visual evaluation revealed damage to the power supply, showing frayed/exposed wires. Visual evaluation revealed no damage to the power cord.